Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that a cartridge had possibly leaked. The patient also reported blood glucose (bg) values of "424 mg/dl" and "327 mg/dl" which were obtained during the time of concern. The patient reportedly took a manual injection of insulin at an unspecified time. The patient denied having developed symptoms of nausea, vomiting, chest pain, and shortness of breath. During a cartridge change, the patient claimed that she noticed insulin in the cartridge chamber. He also claimed that he had encountered the same leaking cartridge issue 8 weeks earlier. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he had a leaking cartridge issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
There is no complaint against the pump (which listed in the initial report). The complaint should be against the cartridge listed in the initial report.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. Serial #(B)(4) refers to the insulin pump involved in the complaint. Catalog # = 100-124-01. Recall 2531779-02/25/11-001-r.